Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level declined to an unknown level but mentions that glucose levels were low. It was also reported that the patient lost consciousness due to the issue. The patient reported he woke up on his own, and treated hypoglycemia with glucose tablets. Patient did not provide information on if he sought medical treatment for the hypoglycemia event.